Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin connector near the patient's catheter during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is the stay safe pin connector which allegedly exploded. There was no fluid in or near the cycler. The patient was requesting assistance with disconnecting the tubing from their catheter site. The patient was advised to follow up with the peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however, the patient was hospitalized due to unrelated symptoms (addressed in separate record) and was drained via continuous ambulatory peritoneal dialysis (capd). The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the visual inspection of the actual sample, the blue bottom on the patient connector was found loose. A cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed however a cause could not be established.